Manufacturer narrative:
Additional information added to h6 and h10. H10. The actual device was received for evaluation. The visual inspection by naked eye of the product showed the product heavily contaminated with blood. After disinfection a leak test of the blood side was performed and a leak was verified. The cause are too short fibers which ends on the support ring which is manufacturing related. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the actual device was not received for evaluation, however, pictures were provided for evaluation. The visual inspection of the five provided photos showed the product during treatment. Blood inside the header area behind the o-ring was observed. The reported condition was verified to be an internal blood leak. The cause could not be determined. This is not a reportable event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two hours into treatment with a polyflux 210h, an external blood leak to the housing area of the header was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.